Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14e23047, h14d05013, and h14c20030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cramping coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with intraperitoneal cefepime and intraperitoneal flagyl (doses and frequencies not reported). At the time of this report, the patient remained hospitalized with ongoing treatment. The patient was reported to be recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted. (B)(4).